Event description:
It was reported that a laparoscopic cholecystectomy procedure was completed without noted complications. However, as the o.r team was in the process of cleaning up the room and preparing the patient for transfer, a brown liquid with solid particulates was noted in the sterile irrigation lumen of the suction and irrigation tool. The surgeon was notified, anesthesia was resumed and an incision was made in a previously closed lap site to irrigate the abdominal cavity and inspect for contaminated fluids.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that a laparoscopic cholecystectomy procedure was completed without noted complications. However, as the or team was in the process of cleaning up the room and preparing the patient for transfer, a brown liquid with solid particulates was noted in the sterile irrigation lumen of the suction and irrigation tool. The surgeon was notified, anesthesia was resumed and an incision was made in a previously closed lap site to irrigate the abdominal cavity and inspect for contaminated fluids.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Since the product was not returned for inspection no exact root cause can be determined. However, based on field experience and risk documentation, the most likely contributing factor is that the device was laid in a position other than vertical after surgery allowing fluids to possibly flow into the irrigation tubing. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.